Manufacturer narrative:
Initial report.

Event description:
Dr. Bartlett attempted to use two on tuesday. Same patient. The first and second one delivered sideways and seemed kinked in the middle. The second one also had white debris in it. The debris exits the patient's eye with the ring. We ended up using another (third ring) from out supply of 6.25's. There were no complications despite the ring changes.

Manufacturer narrative:
Additional information: ftir analysis of the white, string-like debris identified the material as polyethylene (pe). Although initially reported as hdpe, the lab confirmed that ftir cannot reliably distinguish hdpe from ldpe. The analysis also ruled out ptfe and polypropylene as possible sources. A review of the manufacturing process indicates that the debris was likely deposited on one of the steel parts of the assembly during transport or storage in the eca. Further investigation is in progress to determine what corrective actions, if any, are necessary to prevent recurrence.